Event description:
Related manufacturer report number: 2017865-2018-06086. During follow-up, increased pacing impedance and a loss of capture was observed on the right ventricular (rv) lead. During explant, the pin connector on the rv lead was observed to be damaged. The issue was resolved by capping the remaining portion of the rv lead and explanting the device. The rv lead and device were then replaced. The patient was in stable condition and experienced no adverse health consequences.